Manufacturer narrative:
The explanted products were not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system did not present for any device follow-ups since the implant procedure. Approximately 1.5 years after implant, the patient presented to the hospital because the device had eroded through the skin and was no longer in the device pocket. The system was explanted and the patient was treated for infection. No additional adverse patient effects were reported.